Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR#: 2134265-2012-05219. It was reported that during a tibial angioplasty treatment procedure tip detachment occurred. The lesion was located in the side branch or collateral vessel. The physician used two v-18, 300cm, 8cm poly tip control wires and the tip of each wire broke off in the knee. They attempted to snare the devices out and was unsuccessful. The two tips remain inside the patients side branch in the leg. The procedure was completed with another wire. No other patient complications were reported and the patient's status is ok.